Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder would not cut. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed a slight impression from cutter wire of tri-heater assembly on the serrated section of cold jaw boot. Resistance measurements were taken and results were found to be within specifications. A resistance test was conducted from the molded jack in which the circuit goes through the micro switch indicated that the micro switch functioned properly when tested. The simulated cautery test was conducted several times and the device functioned properly. Device meets electrical product specifications. The reported complaint is not confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.